Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "no power". The reported event could not be confirmed; the controller ac adapter operated as expected during bench testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event of "no power" could not be duplicated at the bench level. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient's cac controller failed to provide power to the controller. It was mentioned that the battery's capacity was low and it was disconnected in addition to the ac adapter not  functioning. The battery was immediately plugged back in. The controller log files were sent to confirm that there were no other issues. The cac adapter was exchanged with no reported patient consequences.